Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The sample was also repeated after the original instrument was serviced and the result matched that of the alternate instrument. The result was not provided by the customer. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse inspected the integrated multisensor technology (imt) tubing and replaced x seals due to visible residue. The cse performed imt system clean, verified and adjusted the pump rate, ran a diluent check and recalibrated the imt. Quality controls and patient sample (B)(6) were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.